Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a c-section procedure, staples did not form properly around anvil. Another device was used to complete procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device b): results: nonconforming staple stack. (Device c): results: nonconforming cartridge weld, damaged precock mechanism. Conclusions: device (a) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 24 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device b was returned non- functional due to a non-conforming staple stack. In addition, the head housing door was misplaced. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The device was manually assisted and the device was tested for functionality and it fired and formed the remaining 32 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No conclusion could be reached as to how the staple stack became misaligned. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (c) was received with an insufficient cartridge weld and the pre-cock mechanism damaged. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The device was disassembled to verify the integrity of the internal components; the pre-cock spring and ribs were found damaged. While no conclusion could be reached as to how the pre-cock spring became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.